Event description:
Customer reported experiencing frequent occlusions throughout the month. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resumed insulin delivery by changing supplies or resuming insulin.